Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The white 60 sureform reload was analyzed and failure analysis confirmed the customer-reported complaint. The reload had a firing failure. The reload was also found to have the knife exposed within the knife track. The knife was exposed towards the proximal to the middle end of the returned reload. Additionally, the knife of the reload was found with an indentation to the blade edge.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the white 60 sureform reload did not fire completely. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was a sleeve gastrectomy. Believes the issue occurred on the second firing attempt. The tissue was not calcified, was not too thick, had no tension, and there was no bunching. The subsequent load was the same color and completed the firing sequence. There were staples with a "u" shape. The error message received was "unable to fire, too thick, blade exposed". There was nothing in the jaws. Since this was the second firing, the surgeon was firing over an existing staple line. There was no bleeding. There is a video available.